Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported no problems were found during the evaluation of the iabp. Device passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) shut down and blood pressure graph and measures was not showing up in the screen. Biomed did not provide any further information at this time. It is unknown under which circumstances this event occurred. However, no death or injury were reported.